Event description:
It was reported that a spectrum pump had a "missing door shim." It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The directional flow label door shim was missing. The device was reworked.